Event description:
Another adverse event that got reported as part of our clinical study. While they marked it as possible relationship to the interbody fusion surgery, the patient had a mini-stroke that affected her entire left side, and that is not likely to be related to the surgery. She also recovered entirely after 2 days (the left leg weakness from the mini-stroke took longer to recover from). She is now on blood thinners for stroke prevention. I'm going to give you all the information that I have and I'm happy to discuss further, but with it being a mini-stroke 3 months following surgery, that she did recover from I'd expect that this is not related to her spine surgery from 3 months earlier and I would not capture it as a complaint, just an adverse event. Here are the details I have: patient had cervical fusion surgery on (B)(6) 2020. At 3 months post-op subject had an adverse event: went to emergency department for left-sided facial droop and left arm and leg weakness. It was determined she had a transient ischemic attack (tia) or mini/ warning stroke. Facial droop and arm weakness recovered quickly but left lower extremity weakness continued until discharge. The adverse event lasted 2 days. It was a single episode, mild, not serious, it was unanticipated, it was possibly related to the interbody fusion surgery, patient was hospitalized, patient recovered without sequelae. Patient is taking blood thinners for stroke prevention. Other details about the cervical fusion and the patient's condition: (B)(6) female, lumbago, and past history of hepatic disease and hypothyroidism. Diagnosed with radiculopathy and neck & arm pain . Underwent acdf at c5-c6 with the acis proti interbody fusion device system (small 12.5mm, lordotic (7o), 7mm implant height) with autograft (local bone) and demineralized bone matrix (osteostrand by seaspine) and with depuy synthes skyline plating system (4-0 plate). Post-operative treatment: bracing with soft collar. Pain medication: estradiol (1 mg), cyclobenzaprine (10mg 3x/day), hydromorphine ( 2mg 3x/day), morphine (15mg every 8 hours), levothyroxine (100 mg), oxycodone (5-10 mg every 4 hours), methylprednisolone (4 mg for 3 weeks). Subject compliant with post-operative treatment. At 6 week follow-up, subject is okay to start weaning off collar. Progress activities as tolerated. At 3 months post-op subject had an adverse event: went to emergency department for left-sided facial droop and weakness. It was determined she had a transient ischemic attack (tia). Facial droop and weakness recovered quickly but left lower extremity weakness continued until discharge. The adverse event lasted 2 days. It was a single episode, mild, not serious, it was unanticipated, it was possibly related to the interbody fusion surgery, patient was hospitalized, patient recovered without sequelae. Vas pain scores were 45 for neck pain, 45 score for right upper extremity pain and 45 for left upper extremity pain pre-operatively. At 6 weeks, scores were 30 for neck pain, 30 for right arm pain, and 0 for left arm pain. At 3.5 months, vas pain was 10 for neck pain and 20 for right arm and 0 for left arm pain. Ndi score was 44 at 6 weeks at 3.5 months the score was 46.